Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). After the intravascular ultrasound (ivus) catheter failed to cross the lesion, a 2.5x12mm non-bsc balloon catheter was used and plain old balloon angioplasty (poba) was performed. The ivus catheter was then re-advanced but still failed to cross the lesion. A 2.50 x 24 synergy¿ drug-eluting stent was then advanced under the angiography. However, the stent came into contact with the proximal part of the lesion. The stent was stuck and was suspected to have shortened. The stent was then attempted to cross the distal part of the lcx but failed. Upon removal, the stent dislodged. A goose neck snare was then used to remove the dislodged stent. The procedure was not completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous, mr, 2.5 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was returned detached from the device; struts were severely damaged, distorted & stretched. Green fm (foreign matter) was intertwined on some of the struts. Based on the complaint report and the analysis performed, stent dislodgement most likely occurred during attempts to remove the device from a severely calcified and tortuous lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly folded and the balloon was not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). After the intravascular ultrasound (ivus) catheter failed to cross the lesion, a 2.5x12mm non-bsc balloon catheter was used and plain old balloon angioplasty (poba) was performed. The ivus catheter was then re-advanced but still failed to cross the lesion. A 2.50 x 24 synergy drug-eluting stent was then advanced under the angiography. However, the stent came into contact with the proximal part of the lesion. The stent was stuck and was suspected to have shortened. The stent was then attempted to cross the distal part of the lcx but failed. Upon removal, the stent dislodged. A goose neck snare was then used to remove the dislodged stent. The procedure was not completed. No further patient complications were reported and the patient's status was good.